Event description:
During routine re certification of the device by a zoll service technician, the device displayed "pacer fault 121, 122, 123, and 126" messages. There was no patient involvement during the reported malfunction.